Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on 31-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is below 200 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 3/27/2020 (expired) and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Corrected sections as of (B)(6) 2020: h10: most likely underlying root cause corrected from "mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory" to "mlc-12: product expired".